Manufacturer narrative:
Visual examination of the returned used, item 25.50016 confirms the reported problem and found device broken off at the tip. Examination was performed per print 25.50016 could not find any issues with critical dimensions. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: cautions: -prior to use, cleaning or sterilization, remove all protective packaging and tip protector, if applicable. -inspect instruments prior to use to ensure proper function; no loose pins or misalignment, and that the instrument is in good physical condition. -inspect instruments after use to ensure it has not been damaged. -do not use excessive force on instruments to avoid damage or breakage during use. -avoid unintended contact with other surgical instruments during use to prevent damage or breakage. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 25.50016 was being used during a labral reconstruction procedure on (B)(6) 2020 when the tip of the device broke off after being pushed against bone. The user stated that they didn't feel the push against the bone was hard enough for the device to break. The component was removed from the patient. This caused a 5-minute delay; however, an alternate device was used to complete the procedure. There was no report of injury to the patient or the user. There was no report of medical intervention or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.